Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the device it revealed there was a tear located at the anterior view expanding to posterior view, measuring approximately 11 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. It should be noted to handle the implants with care during manipulation, preparation and implantation of the device and avoid to apply excessive force on the fill tube when attach it. It is possible that excessive force or excessive manipulation of saline breast implant was the cause of the rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 275cc mentor smooth round moderate profile saline breast prosthesis was torn at the post side and looked ripped pre-operatively. The tear was discovered during preparation for the surgery. There was no reported patient contact or adverse event.